Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that unstable angina, restenosis, vessel recoil, and stent under deployment occurred. In (B)(6) 2013, the patient presented with unstable angina (braunwald classification iib) and was referred for cardiac catheterization. Target lesion # 1 was a de novo lesion located in the distal segment of saphenous vein graft (svg) to 1st diagonal with 99% stenosis and was 5 mm long with a reference vessel diameter of 2.25 mm. Target lesion # 1 was treated with pre-dilatation and placement of a 2.25 x 12 mm promus element plus stent. Following post dilatation, the residual stenosis was 10%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient presented with complaints of fatigue and left upper abdominal pain which was started 3 days previously. Cardiovascular physical examinations and a chest x-ray were performed and observed to be normal. Electrocardiogram (EKG) was observed to be abnormal and the patient was admitted for cardiac evaluation due to unstable angina. The 99% in-stent restenosis (isr) of the study stent located in svg to 1st diagonal was treated using 2.5 x 15 mm emerge balloon, which was inadequate to expand the lesion. Cutting balloon angioplasty was performed with another balloon causing the lesion to expand. It was decided not to deploy a stent and the lesion was treated with cutting balloon angioplasty only. Post-procedure, good angiographic results were obtained with 20% residual stenosis and timi flow 3. The patient was also given medications. The patient was observed to be hemodynamically stable and the event of cardiac chest pain was considered as resolved. Three days later, the patient was again referred for cardiac catheterization due to unstable angina and recurrent severe coronary artery disease. The angiography findings revealed recoil of the svg to 1st diagonal with 80% isr of the under deployed study stent that previously had failed to be dilated during cutting balloon angioplasty. Laser atherectomy was planned. Five days later the unstable angina was considered resolved. Eleven days later, the patient presented with acute bronchitis with chronic obstructive pulmonary disease (copd) exacerbation considered by the physician as not related to the study device. The patient was diagnosed with acute exacerbation of heart failure. Six days later the event was considered resolved and the patient was discharged in (B)(6) 2017, the patient presented due to unstable angina and severe coronary artery disease for the already planned laser arthrectomy. The 90% anastomosis located in proximal portion of svg to 1st diagonal was treated with laser arthrectomy followed by flextome cutting balloon angioplasty using 3.00 x 6 mm balloon with excellent finished results. The event was still considered to be resolving. Three days later the patient was diagnosed with fatigue and given medications in response. The next day the event was considered to be resolved and the patient was discharged.